Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple inaccurate fill estimate readings. The customer's blood glucose level was not impacted. Reportedly, the customer used cold insulin while loading the cartridge.